Event description:
It was reported that after a breakfast meal announcement, the user experienced high glucose while away from their blood glucose meter; troubleshooting during the call confirmed the ilet pump and infusion set were functioning, with dry site, secure tubing, and immediate drops on a fill step, and glucose later returned to range. Symptoms included hyperglycemia with a peak of 401 mg/dl. Outcomes included temporary interruption of normal activities due to monitoring and avoidance of additional carbohydrates and announcements until glucose normalized. Investigation included review of device use, verification of infusion set integrity and pump delivery, and follow-up review of glucose reports. Investigation of this case revealed no device malfunction or delivery obstruction and suggested the event was consistent with an incorrect meal size announcement rather than a device problem. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement estimation.